Manufacturer narrative:
Revision occurred approximately 203 days after the primary surgery due to dislocation of unknown cause. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred on (B)(6) 2026 approximately 203 days after the primary which occurred on (B)(6) 2025. No fall or other trauma was reported. Based on comparing usage forms only fx v135 humeral cup 135/145° standard pe/ta6v ø40 +3, fx v135 humeral spacer ta6v +9 mm and humeral spacer ta6v +9 mm was explanted due to dislocation and replaced with fx v135 humeral cup 135/145° stability pe/ta6v ø40 +9, fx v135 humeral spacer ta6v +9 mm and humeral spacer ta6v +9 mm.